Manufacturer narrative:
Results: the embolization coil of the second ruby coil evaluated was intact with the pusher assembly. The embolization coil was compressed and had offset coil winds along its length. The pusher assembly was bent approximately 15.0 and 55.0 cm from the proximal end of the pusher assembly. Conclusions: evaluation of the returned devices revealed both embolization coils had offset coil winds along their length. This type of damage was likely a result of repeated attempts to advance or retract the coil against resistance. The source of the initial resistance could not be determined. Further evaluation of the second ruby coil evaluated revealed a bent pusher assembly. This damage was likely incidental and may have occurred during packaging for return to penumbra facilities. The non-penumbra microcatheter and unintentionally detached ruby coil mentioned in the complaint were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. This report is associated with MFR report numbers: 3005168196-2016-01827, 3005168196-2016-01829.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2016-01827, 3005168196-2016-01829.

Event description:
The patient was undergoing a coil embolization procedure treating an endoleak using ruby coils. During the procedure, the physician experienced resistance while advancing a ruby coil through a non-penumbra microcatheter, and the ruby coil unintentionally detached within the microcatheter. The physician then successfully pushed the detached ruby coil into the endoleak before attempting to deploy two additional ruby coils in the endoleak. However, while advancing both ruby coils through the microcatheter, the physician experienced resistance and both ruby coils were unable to advance; therefore, they were removed. The procedure was then completed using a new ruby coil and the same non-penumbra microcatheter. It should be noted that the physician used a rotating hemostasis valve (rhv) and did maintain continuous flush throughout the procedure. There was no report of an adverse effect to the patient.